Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they experienced an error with the erbe generator during a procedure while using handheld cautery. The user indicated that c-00 and m-02 errors appeared. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) was analyzed, and the system logs confirmed the reported errors, including m-02, 2-8a, 2-07, c-00, and m-b0. The issue was replicated during testing. The complaint was confirmed based on failure analysis. The probable root cause in this case might be attributed to the faulty iesu.

Event description:
Refer to h11 for follow-up information.